Event description:
It was reported that the customer had a blank lcd display screen. Through troubleshooting it was advised we will be replacing the battery cap. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.